Event description:
As reported by the patient¿s attorney, a boston scientific vesica sling system was implanted. According to the complainant, as a result of the implant, the patient experienced pain and dyspareunia. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.